Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. This is the final report, disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing an infection at the incision site. The recipient presented with tenderness at the incision site. The recipient was prescribed an antibiotic cream (type unknown) and was instructed to discontinue device use. The recipient is back to wearing the device.